Manufacturer narrative:
It was reported that the o2 hose connected to the ventilator¿s o2 inlet was leaking. The device failed to meet its specifications. There was no patient harm reported. Identification of issue has been done by analyzing problem description and service report. According to the information provided by the technician, the issue has been solved by replacing o2 coupling. This concerns the inlet connector to o2 hose which supply gas to the ventilator. After replacing this part the issue has been solved. In case of leakage occurrence in this section, it may lead to stop of ventilation or low o2 concentration. The root cause to the reported issue has not been determined.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the o2 hose connected to the ventilator¿s o2 inlet was leaking. There was no patient harm. Manufacturer's ref. #: (B)(4).